Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Events occurred in the united states. On (B)(6) 2025, the patient reported the incidents involving three infusion sets with kinked cannula. The patient noticed symptoms within three hours of insertion. The blood glucose level was displayed high, and the patient was treated by correction injection via multiple daily injection (mdi). The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Supplemental report 01 (B)(4), MDR 3003442380-2025-05119. The initial MDR with manufacturing report number (3003442380-2025-05118), was submitted on 02-april-2024. Correction: this MDR is being submitted to correct the submitted health effect - clinical code (e) and health effect - impact code (f) under h6. Additional information - this MDR is being submitted to include the below: h6: health effect - clinical code, health effect - impact code.

Event description:
To date, additional patient or event details were received which have been added in h11.